Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim which states patient underwent a gastrojejunostomy bypass on (B)(6) 2018 to treat gerd she experienced after a gastric sleeve surgery in 2012. She subsequently developed a large amount of pneumoperitoneum and a suspected anastomotic bleed and was discharged on (B)(6) 2018. In april and november of that year, she underwent esophagogastroduodenoscopies that did not note severe complications. In (B)(6) 2019, claimant underwent a diagnostic laparoscopy which revealed extensive fibrinous exudate on the anterior side of the gastrojejunostomy anastomosis located on the jejunum."